Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 421 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 106 mg/dl. Customer did not allege insulin pump for under delivering. Customer was using auto mode. Customer stated that there was no leak and air bubbles. Customer stated that the cannula was bent. Customer stated that the insulin pump passed self test, displacement test and high pressure test. The insulin pump will not be returned for analysis.